Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: "the tip of the biopsy needle was advanced to the desired location using the bone driver system. When punching cylinders, the biopsy needle broke off and a piece of approx. 18 mm remained in the bone. After the CT, an x-ray of the pelvis was taken to check the position of the broken needle. No evidence of fracture and no signs of dislocation." Additional information on 30jun2022: after the needle was broken, no further biopsy was performed. After further investigations, a manual biopsy was performed on the following day. There are still fragments of the needle in the patient. Checked by CT. After the CT, an x-ray of the pelvis was performed to check the position of the broken needle. No evidence of fracture and no signs of dislocation in one plane. The needle fragment remaining in the os ilium will be left in place; the patient does not want any further manipulation at this time. Leaving a broken needle or screw tip in place is nothing unusual, even in an accident surgery/orthopedic context.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The supplier for oncontrol needles was notified. A device history record review was done. No issues noted. All processes were followed correctly. No non conformances noted. Case details were reviewed. A patient underwent a blb procedure. The tip of the biopsy needle was advanced to the desired location. The biopsy needle broke off and a piece remained in the bone. It is unknown what other damages could have occurred on the unit. Additional information was requested from the account. A response is received. No biopsy was done. No signs of fracture or dislocation noted. A manual biopsy was done the following day. Needle fragments remains in the os ilium. No procedural notes or photos of the issue was provided. It is not known to what extent, degree, or rigor this device has seen use and handling. Based on the information, the most likely root cause of the issue is undeterminable.